Manufacturer narrative:
Clinical evaluation performed by medical affairs department revision of the tibial tray in cemented tka 4.5 years after primary. We were given only pre-revision x-rays, and the quality of the images is rather poor. It looks as if the tibial tray was slightly undersized, but of course this could be better evaluated looking at post-primary x-rays. The patient is reported to be rather heavy, but we have no history of his weight. The report does not specify if debonding between cement and implant was considered the main cause for loosening, and this is not visible from the radiographs supplied. We have no reason to suspect a faulty device at the origin of this event. Batch review performed on 06-oct-2023. Lot 1810474: (B)(4) items manufactured and released on 06-mar-2019. Expiration date: 2024-02-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 years and 5 months after primary, the patient has been revised because of tibial tray loosening. There was no infection or loosening of the femoral component. The surgery was completed successfully, implanting a gmk-revision tibial tray size 4 with tibial augmentation, offset and extension stem plus gmk-sphere insert size 4/11mm. Moreover, the patella bone has been resurfaced.